Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, resistance was felt during insertion of the valve and commander delivery system into the esheath. The valve was advanced and got caught at the aortic bifurcation. Multiple attempts were made to advance before the operator stopped and aborted the procedure. The devices were removed as a unit. Upon observation of the esheath, it appeared to have pierced on a piece of calcium, as the valve and delivery system were beginning to come out the side of the esheath at the point of the expandable seam. Per report, there was a prior bifurcated graft at the aortic bifurcation, with sufficient diameters at 6mm, and a lot of circumferential calcium throughout.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. 3mensio and post procedural imagery were provided, and the following observations were made: calcification present in access vessel, access vessel is undersized, tortuosity present in access vessel, and crimped valve and delivery system are exposed through liner. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through esheath and liner punctured were confirmed with the procedural imagery. As reported 'resistance was felt during insertion of the valve and commander delivery system into the esheath. The valve was advanced and got caught at the aortic bifurcation. Multiple attempts were made to advance before the operator stopped and aborted the procedure. The devices were removed as a unit. Upon observation of the esheath, it appeared to have pierced on a piece of calcium, as the valve and delivery system were beginning to come out the side of the esheath at the point of the expandable seam.' Imagery review shows calcification, an undersized vessel, and tortuosity in the patient's access vessel. Returned procedural imagery shows a sheath with a liner puncture. Per the IFU/training manuals 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.' Patient factors such as calcification and undersized vessel diameters can reduce the vessel lumen diameter and can create a constrained condition resulting in difficulty with sheath expansion during the advancement of the delivery system. Additionally, tortuosity can create suboptimal angles that can lead to non-coaxial alignment between the devices. Non-coaxial advancement of the delivery system through the sheath can lead to increased friction and resistance. Sharp calcified nodules can damage the exposed portion of the sheath liner. Damage along the liner can lead to immediate cutting/tearing or could weaken the liner. A weaken liner can tear during the advancement or retrieval of the delivery system. Tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement and retrieval of the delivery system. The delivery system can potentially catch on to the liner of the sheath and create a liner tear upon removal. Furthermore, it is likely that excessive manipulation was used in order to overcome the experienced resistance. A product risk assessment was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3ur through the esheath+. As such, available information suggests patient (calcification, tortuosity, undersized vessel) and/or procedural (excessive manipulation) factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.